Manufacturer narrative:
(B)(4). Pump received with blank display due to missing battery spring contact and corroded battery tube. Unable to perform displacement test due to blank display. The p-cap locks into the reservoir compartment properly noted. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had corroded battery tube spring. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.